Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous superficial femoral artery. This 6.0 x 60/135mm sterling monorail balloon was used for pre-dilation and the balloon ruptured at 6atm upon it's 1st inflation. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).